Manufacturer narrative:
The insulin pump was received with normal operating currents no unexpected battery out limit alarm or failed battery alarm during our testing noted. However, the insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This (B)(4).

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was 119 mg/dl at the time of the call. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.